Event description:
Pt's care giver called on-call service as pt was being assessed in the ER for potential overdose reaction to oral pain medication, he briefly paused the pump to allow for testing. When pressing resume, the pump continued to beep and was stuck on "the checkerboard screen." He tried to turn off the pump and it continued to beep. He was able to turn off the pump by taking out the batteries; however, they were extremely hot - describing them as "on fire". On call pharmacist verified, was able to restart once they put batteries back in without issue. Another test was run and issue happened again. Pt not readmitted, and ed md verified pt was okay to be off continuous tpn until new pumps arrived in am. New pump and back up pump delivered in the morning. Malfunctioning pump picked up by courier and returned to msd with notification of error. (B)(4).